Event description:
Erroneously low hemoglobin results were determined on a beckmancoulter actdiff 5 hematology analyzer. There was no indication that the sample of blood aspirated was diluted incorrectly. The manufacturer cannot explain how or why this occurred. There is no guarantee that the same error will not occur again. Results were reported on the pt sample. Pt returned 5 days later for repeat testing. Results were not consistent with 5 days prior, but were consistent with historical results and clinical condition. Erroneous results were reported on 12 pts over a 2 day period.